Event description:
Event was reported to (B)(4) by an atty. Patient suffers significant mental and physical pain, sustained permanent injury, further corrective surgery, financial or economic loss, impaired physical relations, vaginal bleeding and incontinence. No further info has been provided.